Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited decreased thresholds and high out of range pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. The patient presented to the emergency room with heart failure. It was noted the impedances had gradually risen. The physician suspected it was the electrode ring. The crt-d was reprogrammed lv tip to can and the physician would continue to monitor the patient and system. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated after the crt-d was reprogrammed the pacing impedances started increasing again on the lv lead. In addition, the lv lead was not capturing. Boston scientific technical services (ts) discussed reprogramming tip to rv. The physician elected to reprogram the device and continue to monitor the patient and system. No adverse patient effects were reported.